Manufacturer narrative:
Product analysis: the device returned with the balloon folds open and blood visible inside the balloon and inflation lumen. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The distal tip was damaged. There was damage to the guide wire entry port. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, confirming the presence of a leak. There was a pin hole leak present in the balloon working length. The leak site was jagged and uneven. A lead in scratch was evident running distally from the leak site. Cine image review: the cine images provided confirm the lesion morphology as reported by the account. The first image shows clear narrowing in the proximal lad. The second image shows a balloon inflated in the proximal lad in a previously deployed stent. The third image shows an inflated balloon in the proximal lad. The fourth image shows complaint device post balloon rupture positioned in a previously deployed stent. The fifth image shows a nc euphora 4.0 x 8mm balloon appearing to post dilate a previously deployed stent. (B)(4).

Event description:
It was reported that the physician was attempting to use a nc euphora balloon to treat the lca :tubular eccentric 30% ln of lad, tubular eccentric 80% ln of lad. No damage noted to device packaging. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device was being used to post-dilate. It was reported that a balloon burst occurred during initial balloon inflation to 20atm. The device was not moved or re-positioned prior to the burst. There was no sudden or gradual drop in pressure noted on the inflation device. A nc euphora was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.